Event description:
Information received indicates the brake will not hold when engaged.

Manufacturer narrative:
The technician found the rubber tire on the caster was slick, causing the caster to slide when in brake. The technician replaced the four casters to repair the bed.